Event description:
It was reported that the patient experienced infusion set leakage at the insertion site on (B)(6) 2024.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. (B)(6). Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: eqms search: a query was run in the eqms on 13/jun/2026 against "lot number" "6005962" and similar malfunction codes leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The review confirmed that lot 6005962 and the identified failure mode are not associated with any nonconforming reports (ncr) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 13/jun/2026 against "lot number" criteria equal "6005962" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The number of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6005962 was manufactured according to the work instruction (wi) version and manufactured in the line 1 on 05-mar-2024, with a total of (B)(4). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing, or quality issues were identified. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Corrective action as a result of the investigation: n/a - this complaint did not require escalation to CAPA; therefore, no CAPA plan is available. Corrective and preventive action (CAPA) determination no CAPA required complaint unconfirmed: following investigation, the malfunction remains unconfirmed for this complaint. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.